Event description:
It was reported that on (B)(6) 2022, a 27mm navitor valve was chosen for implant using a large flexnav delivery system. The valsalva diameter was determined to be 31 mm, annulus diameter circumference was sized at 76.3 mm, and the ascending aorta diameter was determined to be 33.1 mm. The delivery system was advanced from right femoral artery and the valve was implanted to the patient. After successful implantation of navitor, the delivery system was removed from patient anatomy. Dissection was noted at the puncture site due to contact with the external iliac artery (eia). Bleeding was stopped by suturing. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na

Manufacturer narrative:
An event of dissection and bleeding was reported. He device history record was reviewed to ensure that each manufacturing and inspection operation was performed and that the product met all specifications. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined but the patient's complicated vasculature may have contributed to the reported dissection. There is no indication of a product quality issue with regards to manufacture, design, or labeling.